Event description:
The patient reported that in 2010 she was hospitalized multiple times for blood glucose levels as low as 30mg/dl. She stated that her pump was exposed to x-rays during her hospitalization. She was recently diagnosed with renal failure and breast cancer. Troubleshooting of the incident was not done as the relevant pump history was unavailable due to continued use of the pump. Customer support advised the patient to review settings with her healthcare professional (hcp). She reported her hcp recently adjusted the settings on the pump. This report is being made due to the patient's alleged hypoglycemic event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powers up to the verification screen, with functional auditory and vibratory alarms. A review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.